Event description:
It is reported that the patient received an implant and experience pain. Xrays revealed loosened tibial component. Knee was revised.

Manufacturer narrative:
This report will be amended when our investigation is complete.